Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's incision never properly healed and they developed an infection. The patient had been having issues since implant. It was stated the patient was on their third week of antibiotics. It was noted the healthcare provider told the patient that the "battery was leaking" and the "device needed to be replaced." It was indicated the patient was having a lot of discharge and "white oozing fluid" from the implant site since the implant of the device. About two weeks later, it was reported the onset of the infection was (B)(6) 2013. The patient experienced symptoms that include redness, drainage, and pocket erosion. A culture was not obtained. A total device system explant was done. The date of the explant was unknown. The patient outcome was listed as ongoing. It was noted the patient had diabetes, which was indicated as a risk factor.

Manufacturer narrative:
Product ID: 3889-28, lot# va04v0n, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.(B)(4).